Event description:
During the t-lif procedure, the final tightener (product code: 2867 45 550) broken and remain in the patient body and causes delayed in surgical time for about 10 minutes. Second final tightener shaft couldn't final tighten. Click sound should be heard during the final tightening and surgeon could not heard the click sound during the final tightening

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned device found the driver tip was broken at the base of its tip and was sent for fracture analysis as a result. The fracture analysis revealed plastic deformation at the hexlobes and torsional shear markings. This suggests the driver underwent a quasi-static shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the driver tip breakage cannot be determined by the sample and the information provided. The results of fracture analysis have determined that a probable root cause is quasi-static shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.